Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) had a defective display, horizontal lines across the screen. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the failure observed by end user ¿showing horizontal lines across screen¿. Observed failure and troubleshooted to display to video cable. Replaced video cable and corrected failure. Unit passed all functional and safety tests per factory specifications. Fse returned to customer. The defective components were received for further investigation. The failure analysis and testing dept. Received part number cable display to video serial number (B)(6) meritec with a reported unit failure of showing horizontal lines. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number cable display to video serial number (B)(6) meritec into the cs300 test fixture serial number and tested the cable to factory specifications per the cs300 service manual. The fat could not verify the reported complaint of horizontal lines on the display. Display to video serial number (B)(6) meritec passed testing. Retaining the cable in the fat per procedure number (B)(6) rev.aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.